Event description:
It was reported that: a leak was found on the proximal end of the catheter body when flushing. The catheter was removed from the right femoral, and a hole or cut was noted. The catheter was replaced with a PICC line. There was no delay in treatment and no patient complications from the issue.

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The complaint of a hole in the catheter body was confirmed. The customer also returned one, 4-lumen cvc for analysis. Signs of use in the form of biological material was observed inside the extension lines. Visual analysis revealed that the catheter body contained a hole at the 1cm marking. Microscopic examination confirmed the damage and revealed that the edges were angled, smooth and uniform. The appearance of the damage is consistent with damage resulting from contact with a sharp instrument (i.e scalpel, scissors, etc). No other defects or anomalies were observed. The hole was located 33mm from the juncture hub. The catheter body outer diameter measured 2.91mm, which is within the specification limits of 2.87mm-2.97mm per the catheter extrusion product drawing. A lab invento ry syringe filled with water was attached to all four extension lines and flushed. When flushing the medial 2 and distal extension lines, water was observed exiting the hole on the catheter body. No defects or leaks were detected when flushing the medial 1 or proximal extension lines. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a hole on the catheter body was confirmed through complaint investigation. Visual analysis revealed a cut/hole at the 1cm marking of the catheter body. The appearance of the damage is consistent with damage resulting from contact with a sharp instrument (i.e scalpel, scissors, etc). The catheter met all relevant dimensional and functional requirements, and a device history record review performed on a potential lot from sales history did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a leak was found on the proximal end of the catheter body when flushing. The catheter was removed from the right femoral, and a hole or cut was noted. The catheter was replaced with a PICC line. There was no delay in treatment and no patient complications from the issue.

Manufacturer narrative:
(B)(4).